Event description:
The long im guide was inserted and seated on the distal femur. When the surgeon attempted to withdraw it, the guide would not come free. Both surgeon and spr attempted for 30 minutes to remove it, but it would not come out. The decision was made to cut the rod, thus, leaving it in the patient's femur. The patient's tibia had already been prepared and the anterior cruciate ligament and posterior cruciate ligament sacrificed for a posterior stabilized implant. The decision was then made to implant cruciate retaining implants.